Manufacturer narrative:
Event description:on (B)(6) 2020, getinge become aware of the complaint relevant to acrobat-I stabilizer om-10000z, knob could not tighten the link arm during a coronary artery bypass procedure. The hospital opened a new one and went to the operation at once. There is no effect on the patient. The event date is (B)(6) 2020. This issue happened in (B)(6). After performed the decision tree to decide whether it is reportable, it is found that the same malfunction has been reported in a previous MDR, and similar products sold in us, so it is reportable to us FDA, therefore this report is initiated. The investigation has been started, since the complaint was received, the following contents has been conducted: DHR review: the DHR of the reported lot 3000117255 has been reviewed. No non-conformity is observed indicated the reported failure. All the products had been performed 100% mechanical function test during production. They all passed the function test which demonstrate the knob can be tighten and also can tighten the link arm. Trend review: in the last 12 months, 22-oct-2019 to 22-oct-2020, the occurrence rate is found to be approximately 0.029%. There¿s no similar complaint reported for this reported lot 3000117255. The device has not yet been returned to the factory. The device evaluation will be conducted once it's received. A supplemental report will be submitted when it's available.

Event description:
On (B)(6) 2020, getinge become aware of the complaint relevant to acrobat-I stabilizer om-10000z, knob could not tighten the link arm during a coronary artery bypass procedure. The hospital opened a new one and went to the operation at once. There is no effect on the patient.

Manufacturer narrative:
Trackwise # (B)(4). Since received this complaint, DHR record and complaint history record have been reviewed, there was no deficiency identified from production relevant to the mechanical issue prior to this complaint. Returned product evaluation: the device was received on 17-nov-2020, the following evaluation have been done: -visual inspection: no signs of blood and clinical use. No visual defects were observed. -mechanical function: the device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. Rotating the knob, it idle rotating several times, adjust the arm position, then it can be tightened and the link arm can also be tightened. The several times idle rotating during tightening is not like the normal acrobat-I stabilizer act. To check this idle rotating abnormal phenomenon during tightening, the stabilizer was disassembled to check the relevant assembly and component status. -disassemble and examine the assembly according to the applicable instructions found in the manufacturing process instructions knob assembly mp-bh-0005. It is found that the both sides lead in threads on acme nut broken. -verify 2 to 4 threads of the acme screw are exposed past the housing mount. It shows about 3 threads out of the housing mount, the returned product is conforming to this requirement. -check the pilot crimping and its position, the pilot crimping is conforming, without defects on it, and its position is there without moving. -replace with the acme nut from the same lot 3000117255 used to simulate use to check the functions of the returned product. Test 30 times, according to IFU, assemble the device securely onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. Evaluate the knob for its ability to tighten the flexlink arm while the locking lever in both the locked and unlocked positions. There¿s no knob tighten issue happened, and the link arm can be tightened. -further disassembly the stabilizer to check the relevant components dimensions. All the 6 relevant components dimensions are conforming to the drawing requirements. There's no non-conformity observed indicated this reported issue. The knob of returned stabilizer idle rotating during tightening would cause by the acme nut lead in thread broken, since the broken lead in thread would potential not engage with the acme screw lead in thread during tightening. There's no non-conformity observed indicating the acme nut thread broken or defect from raw material inspection. All the products had been performed 100% mechanical function test during production. They all passed the function test which demonstrate the knob can be tighten and also can tighten the link arm. Based upon above evaluation, investigation not indicates a manufacturing defect caused or contributed to the reported failure during the investigation. There¿s no deficiency identified from production relevant to the mechanical issue prior to this complaint.

Event description:
On 22-oct-2020, getinge become aware of the complaint relevant to acrobat-I stabilizer om-10000z, knob could not tighten the link arm during a coronary artery bypass procedure. The hospital opened a new one and went to the operation at once. There is no effect on the patient.